Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The device was received for investigation. Visual inspection showed the hex tip on the cannulated hex screwdriver shaft was broken off, and there were some minor wear marks and discoloration near the tip and tang ends. The hex tip could not be measured during specification investigation due to damage; all other parts passed inspection. Based on the evaluation performed, the complaint was deemed indeterminate. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure at the hip, two cannulated screwdrivers were broken. The tip of one hexagonal screwdriver was deformed and would not engage a screw. The tip of the other hexagonal screwdriver broke off. All pieces were removed from the patient and other devices were used to complete the procedure with no patient harm. This is 1 of 2 reports for the same event.